Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two ped2 pipelines had resistance in the phenom 27 catheter and then failed to open distally. The patient was being treated for an unruptured saccular aneurysm in the cevenous location. The treatment was a flow diverter embolism. The max diameter was 14mm and the neck diameter was 4mm. The distal landing zone was 3.7mm and the proximal landing zone was 4.5mm. Vessel tortuosity was moderate. The access vessel was the internal carotid artery with a diameter of 5mm. Dual antiplatelet treatment was administered. Pru level was good. Angiographic result post procedure was normal. It was reported the devices were prepared as according to the instruction for use (IFU). The catheter was flushed as per IFU. The physician had much resistance and the catheter got stretched at the distal end and unable to open the pipeline satisfactory. Then took one more pipeline along with headway still there is no opening of device. The pipelines didn't open in the distal section. They were not positioned in a bend. They were not stuck in the capture coil. Less than 50% was deployed when they failed to open. The pipelines were resheathed less than or equal to two times. No additional steps were done to open the pipelines. They were resheathed and removed with the microcatheter. Later used fred device with headway got deployed with no issue. No symptoms were reported.  Ancillary devices:  7 french sheath, navien guidecatheter lot b265169, phenom microcatheter, echelon microcatheter, synchro guidewire, axium 12-40 coils.